Event description:
It was reported that the pump battery could not be charged, resulting in the pump shutting down. There was no reported impact to the customer's blood glucose level. The customer was able to charge the pump successfully with a secondary usb cable and wall adapter.